Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution bag disconnected from the line of a homechoice cassette during day drain one of one of peritoneal dialysis therapy. The patient was connected at the time of this event. The renal therapy service agent assisted the care giver in setting up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.